Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.

Event description:
During the procedure, it was reported that the double j stent was curled. It was noted that they had difficulty moving the stent forward and backward. The stent was taken out after several attempts and was found damaged. The procedure was completed with another of the same device and no patient complications were reported. The patient's condition after the procedure was stable.